Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that a lead revision occurred in (B)(6) 2015. The patient told the rep that they have 3 leads in place currently, though the patient was seeing MRI full body eligibility on the programmer. The rep was meeting with the patient on the day of the report to reprogram the patient to reflect the presence of an abandoned lead. The rep also added that the patient has had lingering soreness at the ins site. The patient stated that they thought the soreness may have been since implant, but they were not sure. It was noted that they were considering changing out ins to a smaller sized one, though this decision was pending and they would be consulting with the healthcare professional on whether the ins will be changed out or not. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the revision was unknown. The cause of the soreness and lead abandonment was unknown and not resolved. There was a possibility of battery replacement with a smaller battery to resolve the soreness.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the abandoned lead is not connected to his ins, but is still implanted, because "for whatever reason it shifts to the other side". Patient explained that when they put the ins in initially, "everything shifted to the right", so the patient had no sensation in his right arm. Patient states that in order to resolve this issue, the healthcare provider (hcp) went back in and used this lead as a "bumper" to prevent the shifting from one side to the next. Patient states this resolved the issue.